Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 1356959. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Relevant functional test on the retained sample of complaint batch. 1)45psi leakage test, the test result is qualified, no abnormal. 2)prn pull force test, test the separation force of the sleeve stopper and the adapter, test result is within the product specifications. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. H3 other text : see h10.

Event description:
It was reported that the prn of the bd intima ii¿ IV catheter prn adapter was split, resulting in leakage during the iodine contrast medium injection. The following information was provided by the initial reporter, translated from chinese: "the patient underwent nasopharyngeal enhancement. During the injection of iodine contrast medium, the y-shaped indwelling needle's prn was split, resulting in the outflow of contrast medium, and the enhancement site was not obvious. The indwelling needle fell out and blood flowed out into the bed sheet."

Event description:
It was reported that the prn of the bd intima ii¿ IV catheter prn adapter was split, resulting in leakage during the iodine contrast medium injection. The following information was provided by the initial reporter, translated from chinese: "the patient underwent nasopharyngeal enhancement. During the injection of iodine contrast medium, the y-shaped indwelling needle's prn was split, resulting in the outflow of contrast medium, and the enhancement site was not obvious. The indwelling needle fell out and blood flowed out into the bed sheet."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1356959. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima units; bd will continue to track and trend for this issue.